Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in-clinic after receiving a patient notifier. Post-paced t-wave oversensing was observed on the ventricular channel via stored egm. Programming changes were recommended. No further information available.